Manufacturer narrative:
Based on the claim against the product by the customer noting the clip failed to close, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the proximal end in the housing. The broken grip cable in the housing likely cased the grip cable to be loose at the distal end. Additional observation not reported by site found that the instrument had an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, while clamping the cystic duct the clip of large hem-o-lok clip applier failed to close and wire popped loose. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.